Event description:
It was reported that during a sleeve gastrectomy procedure, malformed staples were noticed when the device was fired. The staple line was corrected by over-sewing by hand. Another device was used to complete the procedure. The extended surgery time was 10-20 minutes. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.